Event description:
The facility reports the pt entered the bathroom and sat on the sub chassis, which was stored next to the bathroom. The pt fell through, became wedged, and was unable to retract themselves. The pt had to be cut from the sub chassis, suffering slight bruising.